Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: the tri-staple (B)(4) was used for closing sigmoid. After the anastomosis, the stapler could not be removed smoothly. It was confirmed that a part of the tissue was torn off and some staples were buried in the device. The anastomosed part was sutured manually. Operating room time was not extended more than 30 minutes. The patient is under observation.

Manufacturer narrative:
(B)(4).